Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device after an embolization interventional procedure using a 8f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following additional information was received: reportedly, the suture was pulled out of the anatomy and cuff miss [suture retrieval issue] did not occur. Additionally, the device was used after its expiration date. No additional information was provided.

Manufacturer narrative:
H6: device code 2017- use after expiration. The device was returned for analysis. The reported ¿suture was pulled out of the anatomy¿ was confirmed based on the returned device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was used after expiration. Review of the lot history record indicated an expiration date (use by date) of 30-november-2021 and the procedure date was (B)(6) 2021 which is approximately 1 month post expiration. It should be noted that the electronic proglide instructions for use (eifu), in the graphical symbols for medical device labeling section, indicates the use by symbol, which is the next to the expiration date. It is unknown if the use after expiration contributed to the reported event. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: updated lot number from lot# 1072141 to lot# 0012141. D4: expiration date updated from 05/31/2023 to 11/30/2021. H4: manufacture date updated from 07/21/2021 to 01/21/2020. H6: device code 1142- failure to cycle was removed and device 2616- malposition of device was added.